Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the customer experienced hyperglycemia and they had issue on the keypad of the insulin pump. The customer's blood glucose level was 465 mg/dl at the time of the incident. It was reported that the insulin pump was dropped. The customer stated that the buttons were not responding. The customer stated that the time advanced on the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.